Manufacturer narrative:
D.9 the exact date the device was returned is unknown. E.1, e.2 and e.3 the first and last name of the initial reporter and health professional/occupation are unknown. The investigation for the reported issue has been completed. Logs are consistent with complaint intake. Subsequent boots following the complaint date trigger these alarms. Long term log analysis of the battery data revealed that beginning before the complaint date of occurrence, cell 1 voltage of battery 1 had been declining for an extended period of time. The console was returned to field service in germany. It was confirmed that persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. When console was booted for the first time, the console alarms were consistent with what was seen in the field. The console interior connections were checked and verified. When visually inspecting the batteries and power battery manager, it was observed that one of the batteries status leds were completely blank. The battery failure alarm was due to a defective battery 1 (decline of individual cell voltage). The root cause of the battery cell failure was undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced power on issues/blank screen. No clinical details regarding resolution or patient involvement/condition were provided.